Manufacturer narrative:
Plant invest: the reported complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The facility revealed that the ordered dialysate for this patient was granuflo 3k; however, the patient had been dialyzed with granuflo 2k from (B)(6) 2016. The acid concentrate is administered via a central feed system, and the wrong dialysate was fed through the central feed line. No issues with product labeling identified. A review of the manufacturing records was performed on the reported lot. No deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. No evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. Clinical invest: patient medical records provided by the user facility. The patient had a complex medical history including diabetic mellitus, htn, and systolic heart disease secondary to valvular disease, chf, and atrial fibrillation/flutter. A number of the comorbidities are known to be strong predictors of sudden cardiac arrest in the hd pt. Population. Additionally, the highest rate of sudden cardiac death occurs two months after the initiation of hd therapy. No documentation exists to suggest a causal relationship between any fresenius products and pt. Death. Furthermore, there is no allegation against any fresenius products. However, a likely association exists between the patient¿s comorbidities and expiration. The esrd death notification lists the cause of death as unknown.

Event description:
A user facility reported that an end stage renal disease (esrd) patient who had been undergoing routinely scheduled hemodialysis (hd) treatments was found deceased at home by the patient¿s spouse on (B)(6) 2016. The patient completed hd therapy earlier that day. The patient started renal replacement therapy while hospitalized in (B)(6) 2016. The probable causation was noted as being contrast nephropathy and transcatheter aortic valve replacement (tavr) in the setting of chronic kidney disease (ckd). The patient started in-center hd treatments on (B)(6) 2016. The patient had completed a regularly scheduled hd treatment on (B)(6) 2016 without incident. The pre-treatment assessment documented the following patient information. The patient had facial and leg edema, +1 slight, +3 pitting; breath sounds noted as being decreased or no breath sounds. Additionally, the patient was described as being calm, content, pleasant, and denied having pain or any problems. The hd treatment was initiated at 1:02 pm. The patient was administered 2 grams of cefazolin via intravenous (IV) route and 1 ounce (oz.) Liquacel. The patient was noted as being alert with no documented complaints during the hd therapy. At 3:31 pm, the patient completed 2 hours 29 minutes hd treatment. A total fluid removal of 5.3 kilograms (kg) was reported. There were no patient adverse effects experienced. The patient¿s post-treatment assessment revealed that the patient was tired, but oriented. The patient¿s left arm was draining serosanguinous fluid and yellowish pus drained from the open area (source of wound unknown). The wound was cleaned with alcohol, and then antibiotic ointment and gauze were applied. The patient was discharged to home with spouse. After arriving home, the patient¿s spouse went outside, and upon entering the home, found the patient without a pulse. Cardiopulmonary resuscitation (CPR) was initiated, however, resuscitation efforts were not successful and the patient subsequently expired. On (B)(6) 2016, following the patient expiration, the user facility discovered that the patient had been dialyzing with granuflo (g2231), a 2k bath, for the period from (B)(6) 2016. This was not the patient¿s prescribed dialysate, which was noted as being granuflo (g3231), a 3k bath. The user facility confirmed that the granuflo concentrate product labels contained the correct information. The granuflo acid concentrate product is delivered via a central feed system. There are no acid samples available to be returned to the manufacturer for analysis. However, the user facility confirmed that there are no allegations of a product manufacturing defect against the granuflo concentrate.

Manufacturer narrative:
The manufacturing plant conducted additional testing on a retain sample of the lot in absence of a returned complaint sample. All results of the retain sample testing met acceptance criteria. In addition, the label on the retain case was evaluated by the manufacturer. The label on the retain case was confirmed to meet all defined specifications. No evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event..

Event description:
Follow-up information was received from the clinic manager at the user facility. The clinic manager stated that per the user facility's internal investigation, the issue is most likely a result of central feed lines mislabeled regarding the facility¿s extensive remodel construction just prior to this event. The central feed lines were labeled in the back room accordingly to the prescribed bath. However, the lines that were labeled on the treatment floor did not match the back room labeled lines. The misaligned lines were most likely attributed from remodel set-up regarding the way the lines were installed and where they crossed from the back room to the treatment floor. The clinic manager stated that the patient death could not be disassociated from what had happened with the bath lines mix-up. It was reported that the issue has been resolved as of (B)(6) 2016 and there has been no further issue since this time.